Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold. Leak test was performed and found broken on posterior side. A microscopic analysis was performed which identify a striated edge opening on posterior. Non penetrating nicks. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Surgical tool scratch like.

Event description:
Healthcare professional reported right side "hole non-specific and plug strap separated" via an rga form.